Manufacturer narrative:
Patient's weight was not provided. When the requested information becomes available, a supplementary report will be submitted. This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within (B)(4).

Event description:
Per complaint (B)(4), during clinical procedure, patient experienced loss of implant to integrate.